Manufacturer narrative:
A ge service representative performed an on site investigation. The cine hard drive was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system's cine was inoperable. Also, the monitor support was not functional. No report of patient or staff injury.